Event description:
A philips employee became aware of a journal article (published online 26aug2019) ¿the impact of the excimer laser on myocardial salvage in st-elevation acute myocardial infarction via nuclear scintigraphy¿. The study retrospectively aimed to evaluate the impact of excimer laser coronary atherectomy (elca) on myocardial salvage using nuclear scintigraphy in patients with stemi. A total of 316 consecutive patients undergoing primary pci (p-pci) after their first stemi were enrolled in the study between september 2014 and april 2017. All lesions were sequentially treated with spectranetics turbo-elite laser atherectomy catheters. Procedural complications included 11 slow-flow and 4 side branch slow-flow. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 26aug2019 has been used, the date of publication. Shibata, naoki,takagi, kensuke,morishima, itsuro,yoshioka, naoki,furui, koichi,nagai, hiroaki,kanzaki, yasunori,yoshida, ruka,morita, yasuhiro,tsuboi, hideyuki,murohara, toyoaki. 2019. The impact of the excimer laser on myocardial salvage in st-elevation acute myocardial infarction via nuclear scintigraphy. The international journal of cardiovascular imaging, 36(1): 161-170. Https://link.springer.com/article/10.1007/s10554-019-01690-x. This report captures the serious injuries that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
2) patient age - 62.9 ± 12.4 years a3a) patient sex - 26 males, 6 females a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, re-occlusion is listed as a potential adverse event with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.